Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 3 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that at a follow-up, it was noted that there was dilatation and disease progression of the right iliac artery and a distal type I endoleak on the right side, where an aneurx iliac stent graft had been originally implanted. The physician elected to intervene by implanting an aneurx limb, which was extended into the external iliac artery after coil-embolizing the right hypogastric artery; the distal endoleak was successfully resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Intervention required- results: endoleak; dilatation and disease progression.